Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported infection and multi-system organ failure could not conclusively be determined through this evaluation. The hmii IFU lists multiple types of organ failures and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 13may2015 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure and sepsis and that the sources of the sepsis was a pump pocket and driveline infection. It was reported that the device operated as intended. The device will not be returned for evaluation. It was stated that event of sepsis took place on (B)(6) 2021. Infection was identified as corynebacterium. The symptoms were chest pain and drainage from the driveline exit site (dles) and patient was treated with antibiotics.